Event description:
The technician alleged the bed exit would not alarm. No patient impact.

Manufacturer narrative:
The technician found the bed exit on/off switch connection was dirty, and cleaning the connection resolved the issue.